Event description:
The customer reported a blood leak into the effluent bag; blood leak detector did not alarm. The effluent bag was tested positive for blood with hemostick. Pt was put on another machine.